Event description:
Subsequent to the previously filed report, additional information was received indicating the patient received 340 ml in blood transfusion.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the device history record revealed no non-conformances for this lot that would have contributed to the reported event. The reported patient effect of hemorrhage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. In this case, it was reported that after the mitraclip procedure, the patient coughed and began bleeding (hemorrhage) from the femoral vein access site. The pressure due to coughing most likely resulted in the bleeding. However, this cannot be definitively confirmed. Based on the information reviewed, a definitive cause and its relationship to the device, if any, cannot be determined. The reported additional therapy/non-surgical treatment and minor surgical procedure were a result of case-specific circumstances, as manual pressure and a second stitch were used to stop the bleeding at the femoral vein access site. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This report is filed for the access site bleeding which required a second figure 8 stitch. It was reported that two mitraclips were implanted via femoral vein access on (B)(6) 2014 in the patient with functional mitral regurgitation (mr) reducing the mr from 4+ to 1+. The access site was closed with one figure 8 stitch. After the clip procedure, the patient coughed while in the intensive care unit and began bleeding from the femoral vein access site. Manual pressure was held and an additional figure 8 stitch was placed, which resolved the bleeding. Blood transfusion was given. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.